Event description:
(B)(4) clinical study it was reported that following a coronary artery stenting treatment procedure, the patient had an abrupt closure in the target vessel. In (B)(6) 2012, the subject presented due to unstable angina (braunwald classification iib) and was referred for cardiac catheterization. The 1st target lesion was located in the mid right coronary artery (mid rca) with 95% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x28mm promus element plus stent, with 0% residual stenosis. The 2nd target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct placement of a 3.50x16mm promus element plus stent, with 0% residual stenosis following post-dilation. Post index procedure and prior to discharge, an abrupt closure was noted in the mid lad. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).